Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette diluent in row h and no error message was generated. Customer also noted there were bubbles present in row h. A field service engineer was dispatched and was unable to duplicate the event. Fse checked x-arm assembly. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement.